Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, battery tube threads and minor scratched lcd window. Unable to verify belt clip slot complaint due to no belt clip assembly was received with the insulin pump.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 219 mg/dl. The insulin pump was being worn in customer's bra. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.